Event description:
Additional information received indicated post-pace t-wave oversensing was observed on the device.

Event description:
During an in-clinic follow-up, episodes of t-wave oversensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.